Event description:
It was reported that the patient experienced hypoglycemia after a late meal announcement while using the ilet system, then ran out of insulin, turned the pump off, and sought guidance on turning it back on; the patient was advised to place the device on the charging pad and received troubleshooting and education regarding meal announcements and use of meals as correction. Symptoms included low glucose of 74 mg/dl. Outcomes included self-treatment with oral glucose and no further concerns. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user-related factors, including delayed meal announcement and insulin depletion with the pump turned off, with device function restored by charging and restarting. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insulin management and timing of meal announcements.